Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis pediatric patient experienced peritonitis which was manifested by fever, cloudy effluent and abdominal pain. The cause of the peritonitis was reported as hospital bacterium. As the actual cause was not confirmed (related to the culture positive results), this will be conservatively assessed as unknown. The patient was hospitalized for the event. The patient was initially treated with solvetan (dose, frequency and route not reported) and voncon (dose, frequency and route not reported); however, after the lab results were reviewed, the patient was switched to ciproxin (dose, frequency and route not reported).the patient was recovered 14 days after diagnosis, however, the patient remained hospitalized as it was reported that the doctor "insisted" the patient should complete the treatment before discharge from the hospital. The action taken with physioneal and nutrineal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: describe event or problem. During follow up, it was reported that physioneal and nutrineal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.